Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hepatectomy procedure. Completed the setting of the powered stapling handle by loading the reload. The handle showed green lighting in the display screen. The surgeon held the tissue with the device for five minutes for glisson's sheath. Then pushed the green button and confirmed flashing. Pushed the lower center control bar, but the device did not fire. Check the display and found the handle indication yellow and 296 remaining was shown. There was no patient harm.